Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the wingset slbcs 21x.75 12luer w/vms ce experienced a retraction issue - does not retraction. The following information was provided by the initial reporter. The customer stated: "the needle does not retract all the way. We are having issues with the needle not retracting all the way back.".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the wingset slbcs 21x.75 12luer w/vms ce experienced a retraction issue - does not retraction. The following information was provided by the initial reporter. The customer stated: "the needle does not retract all the way. We are having issues with the needle not retracting all the way back."